Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted due to defects in the mesh, it failed requiring additional care and treatment. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/2/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/12/2024. H6: appropriate term / code not available (e2402) utilized to capture tenderness. Additional information: a1, a2. Corrected information: d4 (primary UDI #). Additional b5 narrative: it was reported that the patient underwent on repair of recurrent left inguinal hernia on (B)(6) 2020 with bard mesh. It was reported that on removal of mesh on (B)(6) 2020. During which the surgeon noted fibrosis near cord, remove the rest of the preperitoneal part of the mesh. It was reported that the patient experienced left groin pain, tenderness, nerve damage, limited adl and discomfort. (B)(4) submitted for adverse event which occurred on 10/20/2020. (B)(4) submitted for adverse event which occurred on 12/16/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.